Manufacturer narrative:
One device was returned for repair with complaint of air in line alarm during testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. Complaint was confirmed and replaced air in line sensor. Upon further investigation, found downstream occlusion (dso) seal is damaged and peeling on the edges. Replaced the dso seal. Device passed all testing criteria.

Manufacturer narrative:
E1: address line 2: (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the air in line alarm during testing. There was no patient involvement.